Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remained in use. The patient later reported to the clinic that their chest was jumping, similar to the previously experienced diaphragmatic stimulation. The lead was reprogrammed again and remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.